Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose levels ranged from 300 to 400 mg/dl. Troubleshooting was done. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.